Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about 3 weeks ago, a manufacturer representative (rep) went to the patient's (pt ['s]) healthcare provider office and tried to reprogram the patient but it did not work. The representative thought that maybe the leads were disconnected. The patient went to see their surgeon who said they did not have any record of the visit and no notification was received that the cables might be disconnected. Patient had an appointment with their healthcare provider on monday and they said they needed something in writing saying the leads were disconnected because they could not do anything just by word of mouth. The issue started probably a month before they notified their rep which was on january 13th. Caller wanted to know if the rep left documentation. The caller was redirected to the patient's healthcare provider to further address the issue. Caller had rep's number and will call them to see if they had notes as well. No symptoms were reported. Rep, mentioned by name by patient representative, reports meeting with the patient for the first time on february 13th. Rep reports the leads were not disconnected, the patient had high impedances on one of the leads. Rep reports they couldn¿t use that lead to get the patient the programming they had previously gotten relief from because of this. Rep told the patient it would be up to the doctor to decide how to address this.

Event description:
Patient stated the rep met with the hcp. Patient stated the rep was not able to make the device send signals to their lower back or legs. Rep not sure if the leads are not working. Hcp will submit a preauthorization to the patient work for workers comp to replace the whole device and leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the issue was unknown. Pt noted they had a manufacturer representative (rep) with them to see the findings so that they could proceed to determine the issue.